Event description:
It was reported by the affiliate that following release of a 10x60mm smart control stent, the stent migrated distally approximately 1.5cm during stent deployment. The proximal lesion of the external iliac artery could not be covered. Therefore, an additional 8x30mm smart control stent was placed proximally with good wall apposition to the first implanted stent. The entire lesion was fully covered and the procedure was successfully completed. There was no patient injury reported and the device will not be returned for analysis. The target lesion was the right common iliac artery near the abdominal aorta. The lesion had moderate calcification and tortuosity. The rate of stenosis was 90%. An ipsilateral approach was chosen for the procedure. The 10x60mm smart control stent was delivered to the target lesion and the stent was released. However, the stent "jumped approximately 1.5cm distally during the stent deployment and so the proximal lesion of the external iliac artery could not be covered." The product was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was applied at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. There was no difficulty encountered flushing the stopcock or the sds. The locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: following release of a 10x60mm smart control stent, the stent migrated distally approximately 1.5cm. The proximal portion of the lesion in the external iliac artery was not fully covered. Therefore, an additional 8x30mm smart control stent was placed proximally with good wall apposition to the first implanted stent. The entire lesion was fully covered and the procedure was successfully completed. There was no patient injury reported. The target lesion was the right common iliac artery near the abdominal aorta. The lesion had moderate calcification and tortuosity with a 90% stenosis. The product was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was applied at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15647817 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.